Event description:
During an endoscopic thermocoagulation procedure, the physician used a cook endoscopy quicksilver bipolar probe to treat a bleeding gastric ulcer. When the thermocoagulation was performed, the probe tip dropped in the stomach. The probe device was removed from the endoscope and another probe device was used to complete the procedure. The location of the detached tip was reported to be possibly in the small intestine, but unknown. The detached tip was not retrieved and left to pass naturally through the gastrointestinal tract. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. On (B)(6) 2009, this occurrence was first reported to the designed complaint handling unit (customer quality assurance, cook endoscopy) by the cook facility in taiwan. On (B)(6) 2009, the designated complaint handling unit was informed that the first cook employee (at the cook facility in (B)(4)) became aware of the occurrence on 7/9/2009. The appropriate personnel at the cook facility in (B)(4) have been informed of this occurrence in an effort to prevent future occurrences.

Manufacturer narrative:
(B)(4). Evaluation: the returned probe device has been sent to our approved supplier for an evaluation of the returned product. A follow-up MDR will be submitted to provide the product evaluation details when complete. We could not conduct a review of the device history record or conduct a supplement test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: the information provided indicated this single use device had been reprocessed for reuse prior to this occurrence. This is likely to have contributed to probe tip detachment. Reuse of a single use device is against the product labeling. The label of this product states this product is disposable - single use only. Tip breakage can occur if the tip comes into contact with a hard surface. Breakage of the bipolar tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use for this product line warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approximately 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because the product was used in contradiction with the product labeling. This is a single use device that has been reused. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type or occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.